Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-02. Investigation summary: bd received 1 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter on the stopper was observed. Additionally, the customer samples were evaluated by visual examination and ftir analysis and the indicated failure mode for embedded foreign matter with the incident lot was observed. An ftir spectrum was collected on all points that contained the unidentified foreign matter. The spectra compared to a clean stopper control does show the unidentified foreign matter is rubber stopper material. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced foreign matter in the tube (stopper). This event occurred one hundred times. The following information was provided by the initial reporter. The customer stated: fm on stopper.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced foreign matter in the tube (stopper). This event occurred one hundred times. The following information was provided by the initial reporter. The customer stated: fm on stopper.